Manufacturer narrative:
The claimed issue was related to the low pressure alarm. There was no patient involvement. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the unit was inspected and it was found that pressure was dropping during pre-use check. The issue has been resolved by replacing 10000 hours maintenance kit and the device was delivered to the user in working condition.

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient involvement. Manufacturer's ref. #: (B)(4).